Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k991088 h.6. Investigation summary: material #: 367294 lot/batch #: 2f24a1 bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and another 8 retention samples by functional testing, each used to draw 10 vacutainer tubes, and no issues were observed relating to hole in tubing / leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hole in tubing / leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, a perforation was found in the extension tube of an intravenous device, resulting in blood leakage. No patient impact reported.